Manufacturer narrative:
E3: occupation: neuro interventional radiologist the actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported failure with the involved angio-seal emerged hours and days later. The patient experienced a "pop" sensation and developed a pseudoaneurysm and other significant issues, necessitating referral to vascular surgery. This incident is exclusive to the neuro ir department; no other hospital department reported such failures. The practice involves applying 15 minutes of manual pressure followed by a compression dressing immediately after angio-seal deployment, which is suspected to interfere with the device's collagen and performance. The event was a pseudoaneurysm with blood loss under 250cc.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to correct section d4 UDI and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for a closure complication postoperatively. The exact root cause cannot be determined. The likely cause was determined to have been user technique as the issue appears to be isolated to a single department within the facility. It is also possible that excess tamping of the suture caused the issue to occur, as overtightening of the assembly could result in issues postoperatively. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).